Event description:
A consumer reports double vision, blurry vision, and sees a smudge below things following bilateral intraocular lens (iol) implant surgery. The double vision resolved following iol implant surgery in the fellow eye. She was given a prescription for glasses, but it did not help much. Also, lens repositioning, yag laser, and pupilloplasty were performed. In a follow-up, the surgeon states the patient's vision is good and that, in her opinion, the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/27/2008 by fax and mail. A completed questionnaire was received on 10/31/2008. This report was mailed to FDA on: 11/21/2008.